Event description:
In 2009, the patient reported that for the past month her blood glucose will elevate after she changes her cartridge/site. She said her readings elevated to 357 mg/dl seventeen days prior and to 251 mg/dl three days prior to original date. Her target range is 80 mg/dl before meals and 170 mg/dl after meals. Symptoms are feeling weak and she boluses insulin via her infusion device to correct her readings. To troubleshoot, the patient was instructed to check the time, basal rates, and bolus history on her device and she confirmed they are accurate. She said she usually changes her headset every 3 days and her cartridge and tubing every 6 days. She stated that when her readings do not decrease after several corrections, she will change her headset and her reading will return to her target range and remain there for 2 days. She inserts her headsets below her waistband on her abdomen. The patient was encouraged to try different sites for her headsets and to change her headset every 2 days. Site selection and management were discussed with the patient. The patient stated she is experiencing a lot of stress due to family issues and has just finished medication she was taking for pneumonia. Courtesy samples of another type of infusion set was sent to the patient. On follow up a week later, the patient said she changed her headset on original date, and her reading dropped to 52 mg/dl and the next morning it was 50 mg/dl. Her readings remained lower than target for 2 days following her headset change with her lowest reading being 47 mg/dl. Symptoms were sweating, shakiness, tingling in the arms, weakness, and black spots in her vision. She corrected her readings by drinking juice and eating pretzels. On the third day her waking blood glucose was 324 mg/dl. The patient was encouraged to change her headset every 2 days. No product was available to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.